Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device was monitored and functioning properly. Device communicated properly with the test guardian transmitter and tested with glucose sensor simulator. Calibration functioning properly during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated analysis summary by (B)(6) on feb 15, 2022 product no longer available. Unable to download pump history files and traces using thus and carelink. Unable to verify s/w version due to product no longer available. Retainer ring = black on (B)(6), 2021, customer alleged for high bgs and transmitter not working to pump. Also on (B)(4), (B)(6), 2021 customer alleged for dka. The test p-cap and reservoir does lock in place in the reservoir compartment. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit was monitored and functioning properly. Unit communicated properly with the test guardian transmitter and tested with glucose sensor simulator. Calibration functioning properly during testing. Unable to verify customer alleged and perform to complete the rest of the functional tests due to product no longer available. Unable to verify customer complaint for dka. Customer alleged was not confirmed for transmitter not working to pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they experienced high blood glucose in (B)(6) 2020 and inaccurate sensor readings that triggered a threshold suspend. The customer's blood glucose was 450 mg/dl and he passed out. The customer¿s blood glucose was 177 mg/dl and sensor glucose was 114 mg/dl at the time of the event, the difference is outside the acceptable range. The customer did not provide information about symptoms and treatment of high blood glucose. It was unknown if the auto mode was active at the time of incident. The insulin pump will be returned for analysis. The senor will not be returned for analysis.